Event description:
It was reported that a clearlink system - non-dehp solution set separated which resulted in a blood leak. This issue was further described as, ¿end of the IV tubing was noted to be broken off and stuck in the clave on the peripherally inserted central catheter (PICC) line¿. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which noted the luer assembly was broken. The sample was submitted to pressure testing and as a result a leak was noted through the luer assembly due to the broken luer. A functional pull test was also performed and no separation was noted. The reported condition was verified. The cause of the condition was not able to be determined, however, a possible cause could be due to user¿s force. Should additional relevant information become available, a supplemental report will be submitted.